Event description:
The patient was the in endovascular suites for treatment of a stroke. The pressure bag appeared to be fully inflated. The bag had approximately 200cc of heparinized saline and arterial blood from a catheter in the brain back flowed up into the chamber of the infusion tubing. Heparinized saline via the pressure infused is used to prevent clots forming during endovascular procedures. Manufacturer response for pressure bag/pressure infuser, 1000 ml pressor infuser (per site reporter).